Manufacturer narrative:
Correction: no follow up, no device evaluation.

Event description:
It was reported that, this right ventricular (rv) lead had dislodged, causing intermittent loss of capture. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead had dislodged, causing intermittent loss of capture. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.